Manufacturer narrative:
One actual sample was received for evaluation connected to a white luer connector of a cassette. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing include leak, clear passage and clamp function testing was performed with no issues noted. The white connector was hand removed from the female connector with no issues noted. The reported connection issue with the female connector not disconnecting was not verified; however the separation of the female connector from the main body was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette would not disconnect from the female connector of a minicap transfer set. When it was attempted to disconnect the transfer set from the patient line, it was observed that the female connector was separating from the main body. This occurred during use of the devices for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.